Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental stick occurred. No adverse event reported. This occurred with 2 different boxes of lancets. Customer did not provide the lot number of 1 box of lancets as they have been discarded. Requested return of suspected device and both boxes of lancets; however, customer has discarded 1 box of lancets. Replacement was sent.